Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, multiple keys on keypad not working was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be second from left softkey inoperable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of multiple keys on keypad not working. There was no report of patient injury or medical intervention associated with this event. No additional information is available.